Event description:
The family member called to lower the basal rates per md's orders. It was reported that the customer had been seen by the paramedies for lbgs. The contact was unsure of the exact of the event. At the time of the call, the customer refused to troubleshoot the pump no further details.